Manufacturer narrative:
The glidescope spectrum smart cable was returned to verathon for further evaluation. A verathon technical service representative evaluated the returned smart cable and did confirm the reported damage to the cable. It was found that the cable was kinked near the blade end of the connector which would cause the led to turn on and off when flexed. While the image was clear and stable, the intermittent led could be perceived as an intermittent image by the customer. Since the customer received a replacement and there are no repairs available for this device, the returned cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently. It was noted that the cable was pinched near the connector. The procedure was completed by manipulating the cable with no delay. No harm to patient or user was reported.